Manufacturer narrative:
Device used for treatment, not diagnosis. No patient involvement reported. Date of event: unknown. Date returned to manufacturer. (B)(6). Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: DHR review, part # 315.115, synthes lot # ft00162, supplier lot # ft00162, release to warehouse date: 27 sep 2016, supplier: (B)(6). No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product, and any subcomponents, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one t15 screwdriver has a stripped tip, one t8 screwdriver also has a stripped tip and a reduction forceps has a middle screw that is stripped out. This was noticed during routine inspection. No procedure involvement. This complaint involves 3 parts. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted / explanted. Product development investigation was completed. The 314.115 star drive tip was worn with rounded stardrive edges. A dimensional inspection of the star drive tip was not performed due to the post manufacturing wear. Relevant drawings were reviewed during this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Definitive root cause could not be determined. It can be assumed that cumulative wear is the cause of stripped/rounded device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.